Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The calcified and 90% stenotic lesion was located in the left circumflex (lcx) coronary artery. Two 18 x 3.00mm stents were implanted, one at the ostium of the circumflex (cx) and the other at the side branch of the cx. A 18 x 3.50mm stent was also implanted at the left main trunk (lmt) to the left anterior descending (lad). The maverick2 monorail ptca catheter was being used to dilate the ostium of the side branch. The macverick2 monorail was inserted through a strut of the 18 x 3.00mm stent and failed to inflate. A pin hole rupture was noted upon removal. The procedure was successfully completed with a 15 x 2.50mm maverick ptca catheter. No patient injuries or complications were reported. Patient status is reported as "good".